Event description:
Surgeon was using the ethicon linear cutter and the device would not release after the load fired. The patient was not harmed and a new device was brought in for use. Manufacturer response for compact articulating linear cutter, (brand not provided) (per site reporter): I have not heard back from the manufacturer on this issue at this time.